Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the gas flow on the central control monitor was lower than the flow on their manual flow meter. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no consequences to the pt as a result of this event.